Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. Has the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova representative went on-site for the annual routine maintenance when he identified the reported issue. The technician traced the failure back to a defective touch screen. Therefore the touch screen was replaced to resolve the reported malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 display became unresponsive. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned to livanova (B)(4) for further investigation. During the evaluation the reported failure could be confirmed. As root cause fluid ingress could be determined. As corrective action an additional sealing was implemented by the supplier.